Event description:
It was reported in (B)(4) that the head section allegedly dropped while being adjusted by a nurse. No adverse consequences were alleged.

Manufacturer narrative:
The operations manual contains the following warning: the weight of the patient's head is resting on the head piece and must be supported by the operator when the latches are released and the head piece is being positioned. Failure to adequately support the head piece while positioning the head could result in patient injury.